Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted electively for a therapy upgrade/downgrade. A new ICD was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for further investigation.

Manufacturer narrative:
Correction to date of manufacture.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
Correction to h4 date of manufacturing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted electively for a therapy upgrade/downgrade. A new ICD was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for further investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted electively for a therapy upgrade/downgrade. A new ICD was successfully placed. It was noted that previous clinical observations were most likely due to a ra lead fracture. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted electively for a therapy upgrade/downgrade. A new ICD was successfully placed. It was noted that previous clinical observations were most likely due to a ra lead fracture. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for further investigation. Later, this product was received by boston scientific and full investigation was conducted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Correction h6- evaluation conclusion codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted electively for a therapy upgrade/downgrade. A new ICD was successfully placed. It was noted that previous clinical observations were most likely due to a ra lead fracture. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for further investigation. Later, this product was received by boston scientific and full investigation was conducted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service.